Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while trying to fill the tubing. The customer attempted to prime the insulin pump a couple of times but consistently received the no delivery alarm. The customer's blood glucose was 315 mg/dl. Troubleshooting was not fully completed due to lack of supplies. The customer stated that he would call back in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.